Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported that a patient was on impella rp flex support due to refractory right ventricular failure (rvf). While on support, the patient developed hemolysis. Additionally, the patient had renal failure which required continuous renal replacement therapy (crrt). The patient¿s outcome is unknown.

Manufacturer narrative:
The investigation for the hemolysis and the renal failure has been completed. The patient was on va ECMO and crrt. The data logs show that immediately upon activation of the pump there is a small motor current spike followed by a dip in flows and increase in purge pressure. There is a spike in cvp signaling there are pressures on the dp sensor from likely biomaterial. About 10 hours later there is a step up in motor current and a change in flow with no p level change. They are in suction conditions the whole time. About 19 hours later, there is a bag change followed by an increase in motor current, and decrease in flow with no p-level change. The device was returned and there was biomaterial wrapped around the impeller. There were no other abnormalities found. The pump was hemolysis tested and the mih was 6.14. The root cause of the hemolysis is most likely due to biomaterial. The root cause of the renal failure is most likely due to biomaterial. The instructions for use for the impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual: section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ added d9-device return to MFR box checked. Corrections to the initial MFR report: g1 MDR reporting contact email.